Manufacturer narrative:
Per tandem¿s t:flex cartridge instructions for use: ¿make sure that insulin is at room temperature before filling the cartridge.¿ also, tandem¿s t:flex user guide states "the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. It was noted that sometimes the customer fills the cartridge with 490 units insulin as well as cold insulin. The customer's blood glucose level was not impacted. Reportedly, the customer continued to use the cartridge.